Event description:
It was reported that the monopolar cured scissors (mcs) coating was coming off. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint "coating coming off". Failure analysis found the primary failure of scratched tube extension to be related to the customer reported complaint. The instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly .06¿ x .04¿. There was not any material missing. The instrument was found to have a frayed pitch cable at the proximal clevis hole. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive followed up but obtained additional information. It was not used on a patient. The tech noticed the coating was scraped off at the time and didn¿t know how it happened. There was no missing material from the distal end. No fragment fell in the patient. Instrument did not collide. No patient injury. Instrument returned. No image or recording available.

Event description:
Refer to h11 for follow-up information.